Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that the pump alarmed power error detected alarm. The blood glucose value was 357 mg/dl at the time of the incident. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The troubleshooting guide steps were guided for power error detected alarm. Customer has not previously called to report power error detected. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.